Event description:
After 7 years of successful cochlear implant use, this pt reportedly began to experience changes in stimulation requirements and pain while using his device. Explantation and reimplantable surgery took place in 07/2005.